Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was bale to verify the customer's reported issue. During visual inspection, the service technician found pin burned and melted. Unit is un-repairable. The service technician scrapped power manager.

Event description:
The customer reported model lap top ventilator power manager has pin problem with contacts and the batteries. No further information was provided from the customer regarding patient involvement.